Event description:
It was reported to philips that the ac module(s/n (B)(4)) was defective, it was making a humming sound when connected. There was no reported patient or user involvement and no adverse patient/user impact.